Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. The customer loaded a new cartridge resolving the issue. There was no adverse impact to the customer's blood glucose level..